Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that x-ray confirmed right atrial (ra) lead dislodgement at a device upgrade procedure. It was noted that the lead exhibited high thresholds with no capture at high output. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.